Event description:
Pt undergoing chest and abdominal CT. IV site was placed in right antecubital area - IV was 20 gauge. Test dose of contrast was injected without problems detected by staff or pt. The injection was then started at 1.8cc/sec. After 80cc injected, IV contrast began to spray on pt's face. Injection stopped. Extravasation noticed. Arm elevated and heat applied to area. Plain x-ray taken. Pt referred to primary physician office. Injector detector patch was in place at time of extravasation. Injector did not stop injecting contrast.